Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a loop recorder exhibited undersensing which led to pause episodes. There was a complete loss of sensing. The patient was asymptomatic and would be monitored without changes.

Manufacturer narrative:
Reporter phone number should have been left blank. Incorrect number was submitted.